Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high, out of range pacing impedance and a high number of short interval counts (sic). The lead also exhibited intermittent high ventricular impedances and had an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and oversensing due to non-physiologic signals/sic (sensing integrity counter). No anomalies could be attributed to the complaint at this time. Beginning (B)(6) 2014, sensing integrity counts up to 121; high-rate non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2014, rv bipolar lead impedance measured 3591 ohms. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.